Manufacturer narrative:
H2: updates in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(6); product ID: 28080. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an automated trajectory guidance unit being used during a cranial biopsy procedure. It was reported that there was a "no reachability information available" symbol on the system. Symbol displayed only after locking trajectory with the biopsy needle. All steps were successful leading to that point. The plan had been created, registered successfully, positioned accurately ("bullseye" symbol indicating trajectory aligned and move to plan is complete was displayed on control unit). Navigation proceeded as normal and was accurate, biopsy collected, pathology results were returned without issue. There was no reported delay to the case. No reported impact to the patient.